Manufacturer narrative:
Additional manufacturer narrative: the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. New information was provided to csi via medwatch form (B)(4) received 5/20/2019. The new information has been included in this follow-up report. All previously reported b5 information remains correct in addition to the information provided in event of this follow-up report. Csi ID: (B)(4).

Event description:
Additional information: a pseudoaneurysm occurred following the perforation. The patient was sent to for emergent surgery to resolve the pseudoaneurysm via entry sternotomy in addition to closure of the perforation.

Manufacturer narrative:
The device was discarded by the facility. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A perforation occurred following two treatments with a diamondback coronary orbital atherectomy device (oad) on low speed in the rca. The perforation originated from balloon use prior to atherectomy, which resulted in a small dissection that was difficult to observe on imaging. Stents were used to resolve the perforation, but the patient was also sent to surgery to address any remaining injury. In surgery, the surgeon removed the stents, ligated, and closed the perforation surgically. The patient expired the following morning after coding several times. It was noted that the patient was in very poor health prior to the procedure, and aside from dialysis and other co-morbidities, the patient's arteries were extremely atherosclerotic in general.